Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the pump hasn¿t been able to communicate with the cgm. She said that the customer has been having a lot of low blood glucose lately and without the cgm, the customer¿s pump can¿t suspend. The customer has had several readings vary between 30 mg/dl, 40 mg/dl and 60 mg/dl. She said that they almost called ems because the customers blood glucose was so low. The caller said that they have called to troubleshoot the pump and have spoken with the customer¿s doctor and the pump tested okay. His transmitter needs to be replaced. Troubleshooting was declined and could not be performed because the caller was not with the customer. The pump and the transmitter will not be returning for analysis.